Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of his son (the patient) alleging that the pump switched to default date and time after a battery change. The reporter claimed that with the previous 4-5 times when changing the pump's battery, the pump reverted to the default date/time. With the last battery change on (B)(6) 2012, at night, the reporter reportedly set the pump's time of day setting incorrectly. He was unaware at the time that he had set the time of day setting incorrectly while setting the pump's date/time. During the time of concern, the patient reportedly had blood glucose (bg) levels in the "40's" and "400's" mg/dl. In one instance, the patient reportedly developed a moderate ketones. In another instance, the patient allegedly developed symptoms of lethargy and shakiness. The patient was treated with food to correct the lows. The patient was treated with frequent boluses to correct for the highs. On (B)(6) 2012, the reporter realized that the pump's time of day setting was incorrect. Through troubleshooting, the reporter was able to correct the pump's time of day setting. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed moderate ketones during the time the pump's time of day setting was incorrect. However, the patient's injury can be attributed to use-error considering the reporter admitted to setting the pump's time of day setting incorrectly before the reported injury occurred.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.